Event description:
The customer reported that the unit will act erratic when the interconnect cable is moved. This has happened while the system was in use with and without pts.

Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the interconnect cable. He completed a full functional test of the system to verify that it is functioning as intended.